Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5153403; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing muscle twitching at right arm, loss of stimulation and a post dural puncture headache following an implant procedure. X-ray revealed that one of the patients leads had migrated. The patient underwent an explant procedure where in the leads were removed. The patient was doing well postoperatively.